Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the pharmacist, who questioned it. The sample was repeated on the same instrument and on an alternate dimension vista instrument, both resulting higher than the initial result. The repeat results were reported to the pharmacist. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The initial MDR 1226181-2015-00139 was filed on march 09, 2015.additional information (02/12/2015): the customer did not report any other discordant result. The cause of discordant, falsely low vancomycin result on one patient sample is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
The cause of discordant, falsely low vancomycin result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.